Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the common iliac artery. A 12mm×40mm non-abbott stent was deployed to treat the lesion and post dilation was attempted using a 8.0mm×40mm armada 35 balloon dilatation catheter; however the balloon ruptured at approximately 2-3 atmospheres. The armada was replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.